Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The noise was low level and very regular. Erratic noise was also seen that triggered inappropriate auto mode switch episodes. The lead remained implanted.